Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, and the customer planned to continue using the current pump as backup therapy.